Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was admitted to the hospital due to seizures. While in the hospital it was noted that the patient was also being treated for atrial fluttering. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes - corrected information; initial MDR inadvertently coded incorrect conclusion code.

Event description:
After review of the report, the physician was only inquiring on cardioversion precautions and to have the device interrogated. There was no indication that the events were related to the vns.